Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07134. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress incontinence and symptomatic cystocele. The patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, organ perforation and urinary/bowel problems. It was reported that on (B)(6) 2012, the patient underwent excision of soft tissue mass in bilateral thigh due to pain from mesh and previous bladder tack surgery. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced pain in the upper thighs and urinary problems. The patient underwent anterior lumbar fusion and diskectomy of herniation at l5 and s1 on (B)(6) 2010. The patient underwent mesh revision/removal on (B)(6) 2012 due to stitch granuloma on both inner thighs.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent a posterior repair, laparoscopy and trachelectomy on (B)(6) 2007, due to cervical prolapse and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4).